Event description:
It was reported that the patient's generator was replaced due to battery depletion. The generator was returned and analysis was performed. The pulse generator would not interrogate at the pa lab bench. Therefore, the system diagnostics, final electrical test, and diagnostic vbat calculation could not be performed. A review of data dump show a change in impedance from 2279 ohms to 22170 ohms high impedance on (B)(6) 2014. The date of explant of the device is unknown. No additional or relevant information has been received to date.